Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to acoustic lens peeling. In addition to the reportable finding documented in b5, the no-reportable evaluation findings are as follows: the insulation resistance value does not meet the standard value due to peeling on the acoustic lens, water tightness was lost due to a scratch on the bending section cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up/ down knob was out of the standard value die to wear of the angle wire, the adhesive on the bending section cover was detached and had a chip and a scratch, switch 1 had a scratch, the objective lens had a scratch, and the connecting tube had a scratch. The device was returned and evaluated, and foreign objects were found ion the distal sheath; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, if there was any delay in the start of precleaning, if the customer wiped the insertion section, and if the customer presoaked the endoscope in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope ultrasonic transducer surface had delamination. The issue was found during an unknown diagnostic procedure. The procedure was completed. The device was returned for evaluation. During the device evaluation, the curved rubber foreign object was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the bending section could not be identified. And a definitive root cause of the issue could not be determined. However, due to an observed, air leak at the curved rubber adhesive, it is possible that sufficient device cleaning/reprocessing was not possible. Additionally, a definitive root cause of the reported tip damage/acoustic lens peeling issue could not be determined. However, the issue was likely, the result of physical stress (dropping and/or knocking on a hard surface) and or chemical stress, during the cleaning/sanitization process. The event may be detected, by following the instructions for use sections below: chapter 6: application and conditions of cleaning, disinfection and sterilization. Chapter 7: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.